Event description:
It was reported that the button became stuck in the "on" position. The device was replaced. There was no harm to the patient. Additional information regarding the patient and the procedure was requested, but no additional information was provided. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report and was reported to be held by the user facility. A follow-up report will be sent if the device is received.